Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had crack in tube and caused leak. The customer stated patient was desatting and was attempted to bag, leak was discovered in the system. The patient was reintubated, tube was taken from a crash cart to treat the patient.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation and the reported event on broken connector was confirmed. The device failed to meet specification as it was received or made available for evaluation. A visual inspection was performed, and it was observed the connector size showed damage. The distal end of the connector showed white stress marks of being crushed or trapped between two solid objects. Wall thickness of the distal end of the connector was measured, this reading is within specification. The cause of the observed condition was determined to be damaged connector. The product relates to the reported event. However, material safety review (msr) was performed and it was observed that the reported death was unrelated to device. Manufacturing process was reviewed, and all manufacturing controls were found effective to detect the reported failure mode. Information has been added to the database and trends will continue to be monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had crack in tube and caused leak. The patient was desatting and was attempted to bag, leak was discovered in the system. The patient was reintubated, tube was taken from a crash cart to treat the patient. The patient died. There was no allegations of the patient¿s death resulting from the event/device. The patient was reported to have died later (8 days after event).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had a crack in the tube and caused leaks. The customer stated the patient was desatting and was attempting to bag, a leak was discovered in the system. The patient was reintubated, the tube was taken from a crash cart to treat the patient. The customer stated the patient died. It is unknown at this time if the device caused or contributed to the event.